Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported there were no improvements of their originally indicated pain. The evoke system was confirmed to be functioning properly and the patient had good dermatome coverage. However, the patient did not like paresthesia and requested the system be explanted. The evoke scs system was explanted.